Event description:
It was reported that the catheter fell out after the placement.

Manufacturer narrative:
The reported event was confirmed as manufacturing-related. An amber 3 way lubricath catheter was returned without its original packaging. The catheter appeared to have white residue stuck to the shaft. The catheter was attempted to be inflated with 35 ccs of di water. A leak was noted from the whistle tip indicative of a lumen to lumen leak. A potential root cause for this failure could be "insufficient drying". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. Labeling review was not performed as the reported event was a manufacturing related failure that could not be detected during initial visual inspection. The reported event was unlikely to be caused by the user. H11:section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the catheter fell out after the placement.